Event description:
The facility reports during the transfer of a pt, the track fell as a result of separation from one of the posts. (B) (4).

Manufacturer narrative:
The spring with the metal pins in the post was not in its normal position. The metal pins were completely within the post. With the info given by the client and with the inspection of the post, the MFR was not able to reproduce the situation in the laboratories. The MFR concludes the probable cause of this event is that one of the metal pins was not properly assembled. The MFR recommends the customer make sure that the metal pins are totally extended before using the easytrack.